Event description:
It was reported that the left ventricular (lv) lead had dislodged postoperative. The lead was found to have no capture. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.